Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex embolization device was returned within the phenom 27 catheter with the distal pusher stuck within the hub. The phenom 27 catheter body was found kinked ~47.3cm from the distal tip. No damage was found with the phenom 27 distal tip. The pipeline flex device could not be removed from within the phenom 27 catheter; therefore, the phenom 27 catheter was dissected (cut) to remove the pipeline flex device. The pipeline flex pusher was found intact. The resheathing pad was found in good condition. The pipeline flex pusher ptfe sleeves and tip coil were found to have detached from the distal core wire, likely during removal from within the phenom 27 catheter. The pipeline flex braid ends were found fully open, but damaged (frayed). Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open at middle section (hourglass shape)¿ could not be confirmed as the returned pipeline flex braid was found fully open. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the event; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor deployed the first 4.7 mm x 18 stent with no reported issues. The ped2-475-18 was delivered and started to deploy. However, in the middle, it appeared twisted. The stent was re-sheathed, and deployment was attempted again by pushing it out of the microcatheter. This was done multiple times, but the stent still remained twisted. It was noted the device was not positioned in a bend, and re-sheathing was performed more than twice. The doctor decided to recapture the device, and a replacement stent was used with no issue. The doctor stated it was uncertain if the issue was due to the tortuosity of the vessels or if it was fault of the stent. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were satisfactory. The patient was undergoing surgery for treatment of an unruptured, blister aneurysm of the left vertebral artery with moderate vessel tortuosity. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unavailable. Ancillary devices include a phenom 27 microcatheter.